Manufacturer narrative:
The unit was received with a blank display due to moisture damage on the electronic assembly. The operating currents including the self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and the displacement test were unable to be performed due to a blank display. The unit had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called to report that she jumped into the pool with the insulin pump still attached, and the display had water underneath it. The customer's blood glucose reading was 189 mg/dl. The customer stated that the device had been bumped before. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that her device would be replaced, and to return her product back for analysis.